Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported a fractured implant. It was reported that during surgery the doctor used the instruments to bend the plate, and with little force the plate broke in the middle.

Manufacturer narrative:
Additional event information was received; fields were updated.

Event description:
The plate was being bent outside of the patient's body. There was a surgical delay in excess of 30 minutes, however the exact duration was not reported. Another plate was used to complete the surgery.